Manufacturer narrative:
The insulin pump alarmed button error and had no button/keypad response due to moisture damage on keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. The insulin pump was unable to perform the displacement test due to keypad anomaly.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and a button was sticking. Customer's blood glucose was not known. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.